Event description:
Customer reportedly received results of 326 mg/dl, 129 mg/dl, and 132 mg/dl within 10 minutes on the aviva system. Customer took 2 extra units of insulin based off the reading of 326 mg/dl. Customer then tested again and received readings of 129 mg/dl and 132 mg/dl within 10 min and took 2 glucose tablets. Requested return of suspect device and replacement was sent.